Event description:
It was reported that during the surgery, after fired, noted that the tissue was not cut completely. Changed the new one to complete the procedure. There was no patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Batch # 270c36. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and an ecr60d reload(b) and an ecr60b reload(c) present. The reload(b) was received partially fired 1/16, with the pan detached from the reload, and 28 drivers missing, making the reload non-functional. The reload(c) was received partially fired 1/16. The returned device and reload(c) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 270c36, and no non-conformances were identified.